Manufacturer narrative:
(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported during surgery that the device was operating and then suddenly had a lousy noise and did not cut through the skin. When turned off and lifted, some tiny pin-like metal came off. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the retaining ring for the needle bearing was missing and reciprocating arm was loose so the retaining ring, needle bearing, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.